Manufacturer narrative:
Only driveline returned and analyzed, the reported pump stop was confirmed through the review of the system controller log file. Based on past experience with the left ventricular assist system (lvas) and similar reported events, the hazard alarms and pump stop that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient''s driveline. Approximately 19.75 inches of driveline was returned for evaluation, the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire''s insulation. This test did not reveal any areas of current leakage. Additionally, the submitted log file also captured several voltage values below the 14-volt threshold. Reduced voltage readings (as low as 13.2 volts) were observed when the patient¿s system controller was connected to the power module via the patient cable¿s white power lead. Product requests were sent but the 14v pm patient cable was not returned for analysis a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 2 years and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that a pump stoppage occurred on (B)(6) 2017. The customer is unsure if the stoppage was due to a percutaneous lead (driveline) fracture. Log file were submitted for review and the patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the log file revealed a pump stoppage on (B)(6) 2017 that appear to have only occurred while the vad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power/ungrounded cable until further investigation is completed. Submitted x-ray of the internal view shows a fairly small loop in the percutaneous lead near the pump. Additional information was requested, but was not provided.